Manufacturer narrative:
Product complaint number: (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: when was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify customer did not report suture breakage. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify during skin passage. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2022-05689.

Event description:
It was reported that a patient underwent a unknown procedure on an unknown date and suture was used. During the procedure, the suture became detached from the needle. There were no patient consequences reported. Additional information was requested.